Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with failed lumbar fusion with radicular lower extremity pain, left greater than right and underwent the following procedures: revision, posterior spinal fusion, l4-s1; posterior lumbar interbody fusion, l4-5 and l5-s1; revision decompression with bilateral foraminotomy, l4-5 and l5-s1; segmental posterior spinal instrumentation, l4-5 and s1 with bilateral pedicle screws; intervertebral body instrumentation with intervertebral body cages; implantation of bone graft substitute; right iliac crest bone graft harvest; local autogenous bone graft harvest; augmentation of pedicle screw with methyl-methacrylate at l4 and s1 on the left; intraoperative interpretation of fluoroscopy; preoperative administration of IV antibiotics for infection prophylaxis; preoperative application of knee high ted hose and sequential compression devices for dvt prophylaxis. As per op-notes,¿ once I exposed the disk at l5-s1, I created a box annulotomy. I then used rasp curettes to remove the nucleus pulposus from the disk space. Once I had done that adequately, I used a large rasp in order to prepare the end plates and get down to bleeding bone. I sized this to a 10 mm x 22 mm cage, I packed the cage with rhbmp-2/acs bone graft substitute and I packed it into position.¿ the patient tolerated the procedure well without any intraoperative complications.